Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient was revised due to pain, swelling, and the knee being hot to the touch. Testing for metal allergies and infection both came back negative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product: unknown femoral component, cat#: unknown lot#: unknown. Unknown tibial tray, cat#: unknown lot#: unknown. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04549, 0001822565-2017-04550, 0001822565-2017-04551. Remains implanted.

Event description:
It has been reported that the patient is experiencing pain and swelling. Skin was also noted to be hot to the touch. Attempts have been made and no further information has been provided.